Manufacturer narrative:
The investigation of the data management system indicated that the user's eversense cgm system provided several low glucose alerts to the user for a period of 8 hours at 15 minute intervals as the glucose values were below the user's set low glucose alert threshold. As of (B)(6) 2019 the user reported that he is doing well.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event while he was sleeping. The user reported the continuous glucose monitoring system did provide an alert. The user did require medical attention from the paramedics as he was found unresponsive by his mother.